Event description:
Pt involved in mva was implanted in approx (B)(6) 2011, with plates and screws for a right foot, talus and medial malleous fractures. Pt returned to surgeon for ten month post op visit, date unk. X-rays showed non-union of the fractures. Pt was returned to operating room on (B)(6) 2012 and the hardware was removed. Two cortical screws, 1 intact and 1 broken, were not removed and remain in the pt: surgeon would have had to perform an extensive osteotomy. During the removal of hardware, surgeon found the bone to be sclerotic and performed a bone biopsy to determine avascular necrosis or if some other disease exists. Pt was not implanted with any new hardware. The explanted hardware is being returned to the pt. This is 2 of 15 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.